Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when rewinding the insulin pump hesitated to start and sounded louder than normal. The customer's blood glucose level was unknown. The customer reported that they had to push buttons much harder to respond. The insulin pump will be returned for analysis.